Manufacturer narrative:
H4: device manufactured between october 08, 2019 to october 10, 2019. H10: eight (8) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon visual inspection with magnification, no black foreign matter was observed in the fluid pathway of all samples. Fill port caps were removed from all samples and no damage or black foreign material was observed in any of the 8 connector/caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in the fill port of eight (8) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.